Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that post implant of a laparoscopic adjustable band procedure, during a routine fill, the surgeon could not aspirate any fluid. The surgeon thought the patient was in an overfill situation and/or there may be a kink in the tubing. The patient was taken to surgery. There was not a kink in the tubing. It was discovered that depending upon where the needle was inserted in the port, fluid could or could not be injected and/or aspirated. The port was replaced on (B)(6) 2010 without any impact to the patient.